Event description:
Pt reported obtaining back-to-back blood glucose results of 238 mg/dl, 110 mg/dl, 130 mg/dl, and 108 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the system. The suspect test strips were not returned to the MFR for eval.